Manufacturer narrative:
The report received from the affiliate indicated that the guidewire tip stretched in the patient. The intended procedure was sfa stenting. The lesion had 85% stenosis, moderate calcification, moderate angulation and little to no vessel tortuousity. During the procedure, the physician used a 150 cm terumo diagnostic wire to perform cag and then changed to use sv5 guidewire. However, the sv5 guidewire could not cross through the lesion. So the physician withdrew the guidewire and found the guidewire tip was stretched. Then the physician changed to use boston v18 to complete the procedure. There was no impact to the patient. Upon returned of the product for evaluation, the core wire and coil were found fractured/separated, the distal portion separated was not received for analysis. It was reported that these failures did not occur during the procedure and may have occurred during shipment of the device. The device was not resterilized. No anomalies were noted when the product was removed from the package and no anomalies were noted during prep. The device was inserted through a hemostatic valve and the physician used sheath. There was no excessive force used to attempt to cross the lesion. One non-sterile endovascular wires pgw .018 sv short 300cm st was received coiled inside of a plastic bag. It was observed kinks condition over the guide wire at 3.6 cm, 264.5 cm and at 287.5 cm, also a bent condition was observed at 211 cm from proximal end. The coil tip presented a bent condition at 4.4 cm from coil distal end, also the coil wire and core wire were found fractured/separated, the distal portion separated was not received for analysis. The device was observed under microscope and a stretched condition was noted in the coil wire, the device was sent to sem analysis in order to identify the cause of the fracture/separation and the results showed that: 'the flat core wire fracture surfaces presented evidence of bending and smearing characteristics. The coil wire presented evidence of pen point condition. Reverse bending and/or stretching/ pulling could be related to these surface characteristics; however, this could not be conclusively determined. Cutting was discarded as a root cause by comparison with a sample which was intentionally cut.' (B)(4). The failure 'distal tip- unraveled/stretched,' was confirmed due to the received condition of the device, moreover it was fracture/separated at the distal section. The cause of the damages presented by the device could not be conclusively determined, however it does not appears to be manufacturing related. The sem analysis result indicates that reverse bending and/or stretching/ pulling could be related to these damages. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The information provided suggests that there are possible vessel characteristics (calcification and tortuosity) and procedural factors (failure to cross) that may have contributed to the reported failure. Handling and shipping are the most likely cause of the product separation found during analysis. However, it is our intention to report conservatively as the separation portion of the tip was not returned. Neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken.

Event description:
The report received from the affiliate that the guidewire tip stretched in the patient. There was occlusion in the patient's lower limb's sfa. During the procedure, the physician used a 150 cm terumo diagnostic wire to perform cag and then changed to use sv5 guidewire. However, the sv5 guidewire could not cross through the lesion. So the physician withdrew the guidewire and found the guidewire tip was stretched. Then the physician changed to use boston v18 to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.